Event description:
It was reported that the signal was not displayed on the monitor except for a flat pleth waveform and no spo2 value for greater than 20 seconds while using the device. Customer also reported that the spo2 value displayed and pleth waveform remained flat for greater than 10 seconds. No known impact or consequence to pt.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete, a follow up report will be submitted.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Manufacturer narrative:
It was reported that the signal was not displayed on the monitor except for a flat pleth waveform and no spo2. The customer also reported that no spo2 value displayed and the pleth waveform remained flat for greater than 10 seconds. No known impact or consequence to patient.

Event description:
It was reported that the signal was not displayed on the monitor except for a flat pleth waveform and no spo2. The customer also reported that no spo2 value displayed and the pleth waveform remained flat for greater than 10 seconds. No known impact or consequence to patient.